Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system's tower doors failed and could not be recovered. A field service engineer opened the top latch to tower doors and all doors opened and the option to recover doors became available. The customer was able to recover all doors. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system, multiple tower doors failed, preventing the user from removing medication to the patient. The customer stated that there was no delay since the pharmacist was able to retrieve medication from another station for the nurse. There was no report of impact to the patient or user during this event.

Event description:
It was reported when using the pyxis medstation es system, multiple tower doors failed, preventing the user from removing medication to the patient. The customer stated that there was no delay since the pharmacist was able to retrieve medication from another station for the nurse. There was no report of impact to the patient or user during this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station showed a failure icon. A field service engineer found no hardware showing as failed, but nurses were unable to access tower medication. A field service engineer opened the top latch to the tower doors and all doors opened and there was the option to recover the doors. The system functioned as intended after the field service engineer troubleshooted the device.